Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units monitor flickers. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units monitor flickers.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. As a precautionary measure fse replaced display w/ rtv bead sea, label,blank,cover. Fse then performed full functional and safety tests. All tests passed and returned the dvice to customer for clinical use. The final investigation has been completed by failure analysis and testing department. Retaining the display in the failure analysis and testing department per procedure.

Event description:
N/a.